Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Knotted tubing is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Since (B)(6) 2017, patient in romania has been using percutaneous endoscopic gastrostomy with jejunal (peg -j) tube. It was reported that the pump gave high pressure alarm and was unable to flush the tube. The patient was hospitalized and underwent endoscopy. It was noticed that the jejunal (j) tube was knotted. The peg-j system was replaced.